Event description:
The manufacturer's service department received a gastroscope on (B)(6) 2011. The facility returning the gastroscope noted to "please inspect per patient issue - perforation" on the service/return notification form.

Manufacturer narrative:
The subject gastroscope was thoroughly examined for abnormalities by the manufacturer and found that the scope was physically and functionally satisfactory and nothing related to the endoscope itself could have caused a perforation. The exterior of the scope was checked and no sharp deformations or abnormalities could be found. The angle performance and the bending section of the scope were checked and found to be within specification. The stiffness of the flexible section was also checked and confirmed to have the normal flexibility. It was noted that the suction cylinder of the subject scope needed repair, however this is due to wear and tear and did not contribute to the reported event. Fujinon contacted the customer to obtain additional information, however the facility declined fujinon's request for additional information regarding patient outcome and procedure details. There were no previous repairs or reported injuries for this sn scope. The customer has owned the subject scope since (B)(6) 2010.